Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the helix was unable to extend and there was also increased pacing impedance noted on the right atrial (ra) lead. The ra lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of inability to extend the helix and increased pacing impedance were not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood and tissue. After cleaning and applying to torque directly to the connector pin, the helix could be retracted and extended. The helix was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.